Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency medical services and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring urgent medical treatment and is consistent with the reported ems transport and hospital care. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia on the reported event date following a period where insulin delivery was interrupted due to an incomplete cartridge change process and device shutdown, and subsequent persistent hyperglycemia is consistent with a possible infusion set or fluid pathway issue resulting in insufficient insulin delivery. Based on available information, no device malfunction of the ilet pump was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose reported at 550 mg/dl and was hospitalized. The user was transported by emergency medical services and received treatment in the hospital. The outcome following hospitalization was not reported.